Event description:
Medtronic received information that approximately thirty years following the implant of this pulmonary valved conduit the patient had a transcatheter valve implanted within the conduit with no adverse patient effects reported. The implant date provided on this form is valid for the year only. The exact implant date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for evaluation. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Device history record could not be reviewed as the serial number of the device was not provided. (B)(4).